Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Upon performing pre surgery checks successfully on rob265 there was a yellow warning during brake check for j6. I than attempted to burnish the j6 brake and then when putting the arm back into the holster position it locked up. The system was shut down and turned back on, and entered homing. Immediately after homing check began, the arm locked and presented an error message that said error on j0, and referred to bus voltage as well. The first step taken to attempt to resolve the issue was to reset the arm software. The arm software reset did not work, so the system was shut down and rebooted again, the attempt was unsuccessful. I also had the mps use the brake release to move the arm out of its holster position and attempt to home again. It did not work, but he commented that j3 was moving freely, while the other joints were not. Robotic tka was canceled and it was completed manually due to issues with the robot. Additional information received from the rep indicated that there was a surgical delay of one hour.

Manufacturer narrative:
Reported event: the reported device was rio surgical arm, catalog # 209999 s/n: (B)(4). Device history: a review of the DHR associated with rio 265 found quality inspection procedures successfully passed. Device investigation: per (B)(4): mps reported that arm locked and could not be maneuvered. Error message j0 was displayed. Fse confirmed j3 brake current errors in logs. J3 backside motor controller card was confirmed to be bad. J3 backside card was replaced and system was confirmed to pass all verification checks. System is ready for clinical use. Complaint history: based on the device identification (pn 209999), the complaint databases were reviewed from 2011 to present for similar reported events for arm locking on (B)(4) there were no other instances. Conclusion: arm was reported to lock during case and could not be released. Fse confirmed that the j3 back side card need to be replaced. After replacing part system passed all verification checks. System is ready for clinical use. Further action: none at this time.

Event description:
Upon performing pre surgery checks successfully on (B)(4) there was a yellow warning during brake check for j6. I than attempted to burnish the j6 brake and then when putting the arm back into the holster position it locked up. The system was shut down and turned back on, and entered homing. Immediately after homing check began, the arm locked and presented an error message that said error on j0, and referred to bus voltage as well. The first step taken to attempt to resolve the issue was to reset the arm software. The arm software reset did not work, so the system was shut down and rebooted again, the attempt was unsuccessful. I also had the mps use the brake release to move the arm out of its holster position and attempt to home again. It did not work, but he commented that j3 was moving freely, while the other joints were not. Robotic tka was canceled and it was completed manually due to issues with the robot. Additional information received from the rep indicated that there was a surgical delay of one hour.